Event description:
At surgical directors' meeting, surgeons were discussing the concern that when using skin staples for closure on various pts, they have noted a localized tissue reaction (redness), apparently from the staples. Once the staples were removed, the redness resolved. The question presented to consider was this as a result of staple conversion or an incidents regarding existing staple MFR issues? Dates of use: (B)(6) 2014. Diagnosis or reason for use: skin closure for surgical incisions. Event abated after use: yes.